Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl and moderate levels of ketones. Cause was not known. Bg was addressed with a correction bolus and manual injection provided by 3rd party assistance. Recommendation was made to consult with a healthcare provider regarding diabetes management.